Event description:
The customer reported that on (B)(6) 2012 an erroneous, low glucose (glu) result was generated on a unicel dxc 600 synchron system for one patient sample. Upon repeat, the glu result was higher. An "out of instrument range high" instrument flag was generated. Subsequent testing of a diluted sample generated a result which was identical to the original result, and a result which was higher than the original result. The erroneous initial glu result was reported out of the laboratory however there were no report of death, serious injury or change to patient treatment associated or attributed to this event. The undiluted repeat result was issued as an amended report. Multiple instrument messages, including "no sample detected", probe obstruction error, cartridge chemistry (cc) sample mixer error and cc sample subsystem delivery error messages were generated during customer initiated instrument troubleshooting. No calibration or quality control issues were noted by the customer during the timeframe of this event. No patient or sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) identified that the black ring around both the modular chemistry (mc) and cartridge chemistry (cc) sample syringes indicated excessive wear. Although the mc sample syringe was not in question for this event, the engineer replaced both syringes. Subsequent precision and performance verification testing runs were performed and both passed within established specifications. The instrument was returned into service after the completion of the necessary repairs. This event's failure mode appears to be cc sample syringe wear. Beckman coulter inc. Previously provided a customer notification letter associated with the need to monitor syringe wear as part of routine weekly maintenance. The customer acknowledged that they had received the notification letter. This issue will be monitored as part of beckman coulter inc. Corrective action activities.